Event description:
A customer contacted baxter (B)(4) regarding a minicap sponge that had inadequate iodine. There was no patient involvement, no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for inadequate iodine in a minicap was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed and the absence of iodine was noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.